Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material exiting from the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 and h6 (component code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. No physical damage was found at the locations. The event can be detected/prevented by following the instructions for use: instructions for use states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the air/water tube and air/water cylinder had foreign objects. There were no reports of patient involvement.